Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2022-11702. It was reported that the patient passed away. They had been found unresponsive by the staff at their short term nursing facility, the cause of death was not determined. Emergency medical services noticed that the system controller batteries were completely drained. The customer returned the system controller for evaluation.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: correction. There is no related manufacturer report number. Section h6: investigation findings: 4248 - usage problem identified. Manufacturer's investigation conclusion: evaluation of the log file data provided by the account confirmed a pump stop event. A direct correlation between vad-61015 and the patient outcome cannot be conclusively determined. The extracted log file began on (B)(6) 2022 at 07:09:17, per the timestamp. On (B)(6) 2022 at 21:50:32 a low battery advisory alarm was captured. On (B)(6) 2022 at 23:43:49, the alarm had progressed into low battery hazard/no external power alarms, activating the emergency backup battery (ebb). The ebb provided power to the system until the ebb depleted. The pump stopped and when the system controller was reconnected to power the clock was reset, indicating full battery depletion. The patient was found unresponsive by the staff at their short-term nursing facility. Emergency medical services (ems) arrived and noticed that the patient¿s batteries were completely drained. The patient was pronounced dead at the nursing facility by an on-call physician. The patient¿s cause of expiration was not documented and (B)(6) was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists death as an adverse event that may be associated with the use of the heartmate ii lvas. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. The heartmate ii lvas patient handbook contains a section on handling emergencies, which includes pump stops. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2022.